Manufacturer narrative:
Patient information was not made available from the site. On 01/06/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - the medtronic representative analyzed the tracer pattern and found the surgeon traced on the cheeks, where there is limited anatomy. The tracer pattern was limited to the front of the patient, with no tracing back toward the patient ears or forehead. - on 01/23/2017 a medtronic representative, following-up at the site, reported the surgeon alleged being approximately 1 centimeter inaccurate. The procedure was completed without issue. - no further issues have been reported.

Event description:
A medtronic representative received a report that while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred. The site reported that they used tracer numerous times before successfully registering the patient, however, the surgeon deemed being inaccurate when navigating. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.